Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, there was a pinhole in the distal section on the body of the balloon, which does confirm the reported event of the balloon could not be inflated. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with the scope or any other surface causing friction during the insertion of the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ampulla of vater during a cre balloon sphincteroplasty procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon could not be inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that this balloon has a pinhole; therefore, this is now an MDR reportable event.